Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dl, and he was treated with insulin drip and dextrose. It was stated that the mother pulled the infusion set and the cannula was severely bent. The customer experienced vomiting and ketones. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).